Event description:
This notification was reviewed due to a report of the patient has experienced respiratory issues, a cough, and upper respiratory infections in the last 5-6 months while using the recalled device. In (B)(6) 2026, he was diagnosed with tuberculosis in which he is on mediation for now. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.io.